Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) potentially exhibited oversensing on the left ventricular (lv) lead channel. It was noted that the patient may have experienced lv premature ventricular contractions (pvcs) and/or the device may have exhibited oversensing artifact on the lv channel. Technical services (ts) and the caller discussed troubleshooting and programming options. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) potentially exhibited oversensing on the left ventricular (lv) lead channel. It was noted that the patient may have experienced lv premature ventricular contractions (pvcs) and/or the device may have exhibited oversensing artifacts on the lv channel. Technical services (ts) and the caller discussed troubleshooting and programming options. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced due to normal battery depletion. The device was returned for analysis. No adverse patient effects were reported.